Event description:
An optometrist reported that a patient was diagnosed with non-symptomatic mild trace diffuse lamellar keratitis (dlk) one day following lasik surgery. Topical steroid dosage was increased to treat the event. Additional information was received from the optometrist, who stated the event had resolved.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).